Manufacturer narrative:
Evaluation summary: the investigation is completed. Samples are not expected to be returned for evaluation. The system history shows that the laser was verified successfully prior and after the date of treatment. The field service engineer (fse) was on-site, as he had been asked beforehand to attend the surgeries for general technical support. The first two surgeries were finished without any event. The fse observed that the energy seemed to be a little bit high, therefore, it was reduced. According to the fse, two eyes were treated with these settings, successfully. Thereafter, on the third eye, the laser seemed to cut appropriate (after a successful docking and applanation), but the flap could not be lifted. After that the energy was reset to the level that was prior to reduction, at the request of the surgeon. Additional 4 eyes were treated with these settings successfully. Clinical review: according to surgery image review, a vertical gas break through (vgb) seems to have occurred around the central area. Flap lift is usually possible at the area of the vgb, as the pushed up gas accumulates between the applanation interface and cornea, hence impede the photodisruption of the subjacent stroma. There are several reasons related to the preoperative status of the cornea and bowman layer which are increasing the risk for vgb. Logfile review confirms the energy setting changes as reported by the fse. The check at the starting of the device and between the treatments were all passed. There is no indication the product malfunctioned. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. No technical root cause was identified as the product was found to be within specifications. The most likely root cause was setting of energy in acceptance range, but lower than required for the specific treatment in combination with unfavorable preoperative status of the cornea/bowman layer. (B)(4).

Event description:
A surgeon reported that after a successful docking and applanation the laser seemed to cut an appropriate flap, however, the flap could not be lifted. Lasik treatment with excimer laser was canceled. Patient outcome is unknown. Additional information has been requested but not received to date.